Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The cadence talar dome was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Other mfg report numbers: 1651501-2021-00015, 1651501-2021-00017. Clinical study - (B)(6) clinical study had an adverse event report of ¿sclerosis of distal tibia¿ with the description of ¿per principal investigator: increased sclerosis of the distal tibia implant interference with some osteolysis noted on imagining.¿ ¿probably related¿ to the study device. No additional information is available.